Event description:
It was observed that during the device evaluation, the subject device exhibited chips in the glue on the light guide and objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the issue likely occurred due to damage to the light guide and objective lens to the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.